Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2015; 5867-3m adaptor, implanted: (B)(6) 2014; 4757453 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/ undefined impedance and was possibly fractured. During the procedure to explant the rv lead the right atrial (ra) and left ventricular (lv) leads were damaged. The rv and ra leads could not be explanted and were capped due to a difficult patient anatomy. The lv lead was explanted. The system was not replaced. No patient complications have been reported as a result of this event.